Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
The customer reported that the unit was not coming out of standby mode. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:22dec2020 b4:(B)(6) 2020 h6: patient code updated the device was in clinical use at the time the issue was discovered. There was a slight delay to patient therapy cause by the malfunction. Further delay to patient therapy was prevented by swapping the deflective ventilator with a working ventilator. No patient or user harm reported. The customer reported problem was that the unit was not coming out of standby mode during clinical use. The device was evaluated by the customer who confirmed the reported issue. The customer replaced the airflow sensor and put the ventilator back into service. No other anomalies were reported or observed. A similar evaluation was performed for the faulty flow sensor assembly. The root cause was identified to be the component u1 designator on the o2 or airflow sensor printed circuit board assembly (pcba). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.